Event description:
Legal case ¿ USA (mdl no. (B)(6)). Patient ID: (B)(6) + right knee. (B)(4) lk is associated with this case. On 9/24/24: additional information received in in-box on 9/17/2024. Attached email, initial op report/implant log, and revision op report. Added device information for femur and tibial tray based on new information received. Revision operative notes were provided. Preop and postop diagnoses indicated right failed total knee due to recalled total knee arthroplasty exactech system with periprosthetic fracture of right distal femur. History: he had a failed recalled exactech stem with ballooning osteolysis and femoral fracture with obvious loosening of the tibial component and significant osteolytic changes. Patient has problems with their activities of daily living as well as going up and down steps, walking any significant distance, getting into and out of a car, etc. Description of procedure: femoral component was easily removed by grasping it with a kocher clamp. Residual cement and fibrotic debris were removed from the medial plateau. Tibial component was removed with use of an oscillating saw. There was severe femoral and tibial bone loss. Complete synovectomy was performed removing all of the osteolytic debris. I moved to the patella at that time. There was gross undermining of the patella by osteolysis. The patient was revised to a competitor¿s rotating-hinge devices. The patient tolerated the procedure well. There were no complications. Original description summary: it was reported via legal documentation that approximately 124 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear; revision surgery, rehabilitation, pain and suffering, past cost of medical care, future cost of medical care, loss of earning capacity and mental and emotional distress. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices: (B)(6), 02-010-01-0340 - logic femoral ps cem right sz 4; (B)(6), 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t; (B)(6), 200-02-35 - three peg patella 35mm. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
H6: corrected health effect clinical code, component code, type of investigation. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, tibial loosening, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.